Event description:
Dexcom-brand g6 continuous-glucose monitor (cgm) stopped transmitting glucose readings to tandem-brand x2-slim insulin pump: s/n 8p4k1y. No alarms for high or low blood glucose occur. Living alone, this technology pair of cgm with insulin pump does not alarm when dangerous hypoglycemic levels (i.e., <= 55mg/dl blood glucose) are oncoming or present. This is my "saving net" as a type-1 diabetic living alone--especially during sleeping hours. Insurance only provides (e.g., allows/co-pays) one cgm transmitter every 90 days. Remaining replaceable sensors were applied, but the problem persisted; not transmitting blood-glucose levels showed a "---" reading on pump screen. Called dexcom technical support (B)(6) 2021 but was transferred to tandem technical support during the (B)(6) 2021 call. No explanation why I was transferred to a different company was provided. After 35 minutes with tandem technical support, support person felt the transmitter had failed. Despite no error code on my tandem x2-slim insulin of "11", a replacement transmitter and three (qty=3) sensors were to be delivered to me. Being a national-holiday weekend, soonest shipment would be tuesday, (B)(6) 2021. Ground shipment was used, replacing failed/used items arrived approximately (B)(6) 2021. Replacement transmitter is now giving same "---" failed glucose reading on insulin pump from dexcom g6 part. Without warning and without ~3 hours' no glucose readings from transmitter to insulin pump, the transmitter started giving glucose readings once again. No alarms appeared from insulin pump after initial notransmitter- readings-available alert appeared on insulin-pump screen. FDA safety report ID# (B)(4).